Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. Atttachment: article, titled "withdrawal of a previously implanted stent due to aggregation of damaged hydrophilic coating from an interventional guidewire: a case report".

Event description:
It was reported that the procedure was to treat a right coronary artery lesion. A hi-torque pilot 50 guide wire was advanced without issue. Two non-abbott balloon dilation catheters (bdcs) were used without issue. However, during removal of one of the bdcs, the guide wire was inadvertently pulled out. The guide wire was reinserted and a third bdc was advanced. However, it failed to cross due to the lesion due to the guide wire. When attempting to remove the guide wire, resistance was noted with the guiding catheter. Radiopaque also noted that the guide wire coating was peeling. A microcatheter was then advanced, but it also failed to cross due to the guide wire. A fourth bdc was advanced; however, it failed to cross the entrance of the guide catheter. Eventually, the guide wire and guiding catheter were removed together. After removal, a deformed non-abbott stent was noted wrapped around the guide wire. There were no adverse patient effects and there was no clinically significant delay in the procedure. Details are listed in the attached article "withdrawal of a previously implanted stent due to aggregation of damaged hydrophilic coating from an interventional guidewire: a case report." No additional information was provided.